Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that the handpiece was sent to the caller for return because of a broken threaded stud. The customer had no details on the issues surrounding the problem. The device will be returned.